Event description:
Customer reportedly obtained a result of 371 mg/dl on the advantage system and 99 mg/dl on a professional system. No adverse event reported. No action taken on device result. Requested return of suspect system, however strips are unavailable for return.